Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at 220.2 mcg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018. There was a superficial wound abscess with the catheter running through the abscess. It was unknown if there were any environmental/external/patient factors that maybe have led or contributed to the issue. It was noted a MRI was completed prior to explant and interventions/actions taken to resolve the issue included a full system removal of the pump and catheter. The pump and catheter would not be returned (customer refused) and would be replaced in the future. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were unknown (asked and would not be available for legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-apr-06. It was reported that the implant site was infected. It was reported that the location of the superficial wound abscess was suprafascial, on the left side of the wound. It was reported that the reason/cause for the full system removal was a hardware/implant infection. The patient's medical history included cerebral palsy and spasticity. The patient's weight at the time of the event was (B)(6)kilograms. No further complications were reported or anticipated.